Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was over 500mg/dl. The mother stated that she does not know if the customer was exposed to x-rays during her trip. The mother stated that the customer goes into diabetes ketoacidosis easily. Troubleshooting was performed. Reviewed the programming on the insulin pump and found a difference of 10.5 units. A replacement insulin pump was sent to customer. No further information was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.